Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. Qc recovery showed failures initially. Re-calibration was performed and qc came back into range. A field application specialist (fas) confirmed that the customer was properly preparing qc material. Qc was performed successfully. The fas intervention resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The customer had received low ca2 results on 3 patient samples, prompting them to repeat them. They provided an example of discrepant results for 1 patient sample: the initial ca2 result was 9.5 mg/dl. The repeat result was 0.9 mg/dl. The initial result was deemed correct. No questionable results were reported outside of the laboratory. The reagent lot number is 62349501 and the expiration date is 30-jun-2023.